Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018 , the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver was charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. A manual test was performed and it passed. A discharge test was conducted and it passed. Functional testing was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The allegation was not confirmed. The root cause could not be determined.